Event description:
Overdelivery reported. The pump was set to infuse meperidine 10mg/ml with a patient dose of 10mg every 10 minutes and a continuous rate of 10mg/hr. The pump was started at 1:03pm and discontinued at 2:43-2:45pm. The nurse observed that the syringe had 12-13ml of solution gone (120-130mg), when it should only have delivered approximately 30mg. The display showed 33mg infused. The pump was stopped and discontinued. The patient reportedly did not experience any adverse effects. No further information was available.